Event description:
Upon arrival, was informed the pt protection pad failed to function when it contacted a pt, not causing any damage to people or equipment. On investigation, a wire soldered to the radius/rotate motor controller motherboard was not soldered to the proper pins. When tech cut this wire from the motherboard, functioning of the pt protection pad was restored. The jumper was from a retrofit performed a day or two before the incident occurred.